Event description:
Additional information was received from the reporting nurse indicating she did not have further information on the patient.

Event description:
It was reported by a nurse that a vns patient had a lead issue a few years ago and had to have the lead replaced. At the moment good faith attempts to obtain further information from the reporting nurse have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate type of report. Report should have read 30-day.